Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints identified no other complaints reported from this lot. It should be noted that the mitraclip system instructions for use (IFU), states: the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr]. Since the mitraclip device was implanted on a tricuspid valve, this is considered as an off-label use of the device which appears to have contributed to the reported slda. Based on the available information, the reported incomplete coaptation (intraprocedure) appears to be due to the off-label use. The off-label use was due to the mitraclip device being used on the tricuspid valve. The poor image resolution was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed to treat grade 3 tricuspid regurgitation (tr). Visualization was challenging due to the imaging quality. The first clip was implanted without issue. To further reduce tr a second clip was placed central to the first clip on the anterior and septal leaflets. Tr was reduced to 1. However, after clip deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). Tr increased to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional clips were implanted because tr was still low. No additional information was provided.